Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and high pacing impedance. Fracture was suspected. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.